Event description:
The event involved a transpac® it monitoring kit w/safeset¿ reservoir, 03 ml flush device, 84" red stripe pressure tubing and 2 needleless valves where the customer reported 10:00 : taking a blood sample from the catheter, the aspiration was performed without any issues, then a sample was taken and it made it impossible for the catheter to be rinsed. Multiple attempts were made to rinse the catheter, then a lot of blood splashed into the room, on the wall, on the IV and on the patient. There were a lot of micro-droplets. The status of the product at the time of the event is while rinsing the catheter . The patient's hospital stay was not extended, there were no visible signs of malfunction, damage, stress or wear with the device prior to the incident. The device was stored according to the protocol at the intensive care unit. There was no unprotected exposure to any cytotoxic product for a patient nor for a health professional. The event did occur during patient use but there was no adverse outcome reported as a consequence of this event.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number.